Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. D4 unique identifier (UDI): detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a patient experienced hypotension, cardiac tamponade and pericardial effusion. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation a farawave was selected for use. After the farawave insertion, the physician drew air from the faradrive, but after three syringe aspirations, air was still present in the syringe. The physician decided to change the faradrive. Then pulled back the dilator and the guidewire into the faradrive to maintain left atrial access. It was then removed the faradrive with the guidewire still in the left atrium and subsequently introduced a new faradrive. The farawave catheter was then inserted. Air was aspirated from the faradrive. After six farawave applications, the patients blood pressure dropped, and blood was observed in the pericardium. Another physician initiated pericardial drainage, and the patients blood pressure returned to normal. It was indicated a cardiac tamponade occurred. Ablation had already been taking place for 5 minutes; no resistance was felt when maneuvering the sheath. Tamponade was discovered after 6 farapulse applications. The catheter was located in the left superior vein when the issue occurred. Patient was in an intensive care unit. A boston scientific guidewire was used. The patient is expected to fully recover from the even. The device is expected to return. It was further reported that information regarding if patient has been discharged from the hospital and current status of health is unavailable per customer/account. No st segment elevation was observed. Information regarding device return is unavailable per customer/account.